Manufacturer narrative:
The insulin pump was received with blank display due to power connector on battery tube not plugged in properly. Unit had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported, the customer had a blank display. It was found the customer had replaced their battery multiple times but the problem persists. The customer's blood glucose was 132 mg/dl. Customer did not want to troubleshoot for their insulin pump. No additional information provided.